Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with main display damage was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a damaged main display. The main display was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with main display damage. It is unknown when, or in which care area, this event occurred. This condition had the potential to interrupt delivery. The facility representative stated that it was unknown if there was patient involvement, patient injury or medical intervention. No additional information is available. The user interface module master software version is currently not known.